Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. Upon repositioning attempt, the helix of the rv lead failed to extend and retract. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance, unacceptable capture threshold and helix mechanism issue. A complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. The reported events of helix mechanism issue and unacceptable capture threshold were confirmed. X-ray examination found the inner coil at the connector region was over torqued consistent with procedural damage. Electrical testing found an internal short between conductors due to the over torqued inner coil. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within specification. The cause of the reported event of unacceptable capture threshold and helix mechanism issue was isolated to the over torqued inner coil and helix being clogged with blood/ tissue. The reported event of high pacing impedance was not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures.